Event description:
The customer reported that the system was intermittently displaying x-ray disabled error messages. This resulted in a loss of x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the power were replaced. The system was then found to be operating as intended.